Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported the t:case accessory did not fit properly causing the pump to fall off the customer's belt. As a result, the pump was hanging by the "catheter" under the customer's skin causing discomfort. There was no reported adverse impact to the customer¿s blood glucose. Multiple unsuccessful follow-up attempts were made by tandem technical support to contact the customer.